Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was doing well following the procedure. Device evaluation indicated that the ipg passed visual, operational environment evaluation, electrical, performance, and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital integrated circuit section of the ipg electronics. It could not be determined conclusively, which integrated circuit is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.